Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a hot or burning sensation in the middle of the chest lasting a couple of seconds due to bed with magnets. Boston scientific technical services (ts) explained the distance of the magnet and the response of the device to the magnet. Ts also recommended to follow up with physician for symptoms evaluation. As of this time, this crt-p remains in service. No adverse patient effects were reported.